Manufacturer narrative:
The reference (B)(4) was allocated to this case. The healthcare professional observed a black dot on the lens under magnification and discontinued use of the device. The product was retained and returned to rayner by the (B)(4). On (B)(6) 2017, edx testing was performed. Edx testing found trace elements of iron oxide in the deposit taken from the superflex aspheric 920h iol. It is not possible from the analysis to determine where the trace metal has been introduced into the blister. It is possible that they may have been introduced during manufacture; however, it is also equally possible that it was introduced once the blister had been opened at the hospital. Our review of production records for the superflex aspheric 920h iol batch 066e86023 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h ((B)(6) 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 066e86023.

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between (B)(6) 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of 282 cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On (B)(6) 2017, rayner intraocular lenses limited received notification from its chinese distributor that a healthcare professional had under magnification identified a black dot on the optic surface of a superflex aspheric 920h iol.